Event description:
There was no adverse impact to customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.